Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit noted. Insulin pump received with normal operating currents. The battery alarm functioned properly. No button error alarm during testing. Insulin pump had an intermittent button response due to corroded button on keypad traces. No moisture damage on electronic during visual inspection test. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 490 mg/dl, which was treated with a manual injection. The customer stated that he received a message showing that the buttons had been pressed for more than 3 minutes, as well as a battery out alarm. He stated that when he changed the battery out, he kept receiving the battery out alarm, and none of the buttons worked. He noted that he runs a lot and wear the insulin pump when it rained. Advised replacement of the insulin pump. Nothing further reported.